Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted, because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the sds. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The emboshield nav6 is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the left internal carotid artery. The emboshield device was advanced past the lesion. Pre-dilatation was performed prior to stenting with an xact stent. During retraction of the stent delivery system (sds) the sds stuck to the filter wire which resulted in the filter being captured inside the tip of the stent delivery system. The sds and the filter were withdrawn together from the anatomy. A new unspecified filter was advanced and post-dilatation was performed on the deployed stent without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.